Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08760 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not delivering correct amounts of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported insulin squirts out while priming towards the end of life for the reservoir. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.